Manufacturer narrative:
Device evaluated by MFR: the epic device was returned to our post market quality assurance laboratory. The device was received with the stent already deployed from the delivery system. The deployed stent was returned with the device. No issues noted with the deployed stent. A visual examination identified no issues with the tip of the device. A visual and tactile examination found multiple outer sheath kinks along the length of the device. An inner sheath kink was noted 20mm proximal from the distal tip. A visual examination identified no issues or damage to the handle of the device. The investigator opened the handle and no issues noted inside the handle of the device. This concludes the product analysis.

Event description:
It was reported that a removal device was used to remove the device. The target lesion was located in the radial vein. A 9x40x75 epic stent self-expanding was selected for use. However, during the procedure, an issue was noted to the expansion of the stent. Consequently, stent jumping occurred inside the patient and migrated to the distal central vein. The stent was removed using a removal device. There were no patient complications as a result of this event.

Event description:
It was reported that a removal device was used to remove the device. The target lesion was located in the radial vein. A 9x40x75 epic stent self-expanding was selected for use. However, during the procedure, an issue was noted to the expansion of the stent. Consequently, stent jumping occurred inside the patient and migrated to the distal central vein. The stent was removed using a removal device. There were no patient complications as a result of this event.